Event description:
Philips CPAP machine is blowing out particles and I am experiencing headaches as a result. Philips is non responsive to my requests for replacement under recall. FDA safety report ID# (B)(4).